Event description:
The clinicians were using the device to perform the therapeutic procedure of removing a calculus from the pt. During the procedure the balloon ruptured at the target lesion, leaving balloon material in the pt's biliary duct. The complainant reported that the balloon material was successfully removed with the aid of a snare. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.